Event description:
It was reported that the battery was not charging. There was no patient involvement.the philips authorized service provider evaluated the device and traced the reported problem to a faulty therapy pca.the philips authorized service provider will replace the therapy pca. When the therapy pca has been replaced, the device will be returned to use with the customer.

Manufacturer narrative:
Report originally submitted with cfn# (B)(4). The correct cfn# is (B)(4).

Manufacturer narrative:
Report originally submitted with cfn#1218950; the correct cfn# is 3030677.

Event description:
It was reported that the battery was not charging. There was no patient involvement. The philips authorized service provider evaluated the device and traced the reported problem to a faulty therapy pca and capacitor. The philips authorized service provider replaced the therapy pca and capacitor. The device passed all performance assurance tests and was placed back into use with the customer. As multiple components were installed in the process of repairing the device, a definitive cause for the failure could not be determined.

Event description:
It was reported that the defibrillator "stopped working". There was no reported.